Manufacturer narrative:
After further evaluation, the customer's issue was is not associated with the clinical chemistry creatinine reagent list number 03l81-22 lot 06816un17. The suspect device is the architect c4000 analyzer and all further information will be documented under manufacturer report number 1628664-2018-00157.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial creatinine result of 2.3 mg/dl was generated on the architect c4000 analyzer. The result was questioned by the physician. A new sample was obtained and a result of 1.0 mg/dl was generated. The customer repeated both samples and results of 1.0 and 1.1 mg/dl were generated. There was no report of impact to patient management.